Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The local field representative (fr) indicated that they reached out to two clinics for a resolution to this case. The fr found, via the patient's daughter, that the patient had passed away sometime following the patient's hip procedure. There were no allegations against the device functionality in relation to the patient's passing. The fr was not aware if the device was explanted. At this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) was to undergo a hip surgery procedure. The device was checked prior to the surgery where it was determined that the device was in storage mode. A request for additional information has been made. The device remains in service. There were no adverse patient effects reported.